Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the patient was not showing up in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that patient details were not showing up. The technical support specialist tss reviewed the details and identified that the patient was assigned to an incorrect unit area for the 2s medstation. The customer was advised to verify and correct the area and nursing unit configurations to resolve the mismatch. The system functioned as intended after the technical support specialist tss troubleshot the issue.